Event description:
An orthopedic patient on the medical surgical unit fell while ambulating with the assistance of a walker. The cause of the fall was the left side of the walker collapsed. Medical maintenance investigated the equipment and found a defect (does not lock securely). This pt was already in the hosp. Note: severe or unusual reactions: the pt had to return to surgery to replace the stabilizing bar on the external fixator that was bent during the fall. This fall could have resulted in disunion of the original surgical repair and more invasive correction. There was a second incident with the same product. Both were reported to the MFR. Both walkers were returned for eval. Diagnosis or reason for use: post-op orthopedic patient, post-op orthopedic patient.